Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had to get their device removed because it was not providing them with enough relief. They stated that they would receive ¿too much feedback¿ when they would lay down or move certain ways. The patient added that they could not lay down or do certain things without having really bad ¿shocks internally.¿ they then indicated that they did not really get shocked, but the stimulation sensation was very uncomfortable, and was bothersome when they laid down. The patient mentioned that they tried different programs, therapies, and medications, none of which were successful. The patient¿s healthcare provider recommended that the patient get a nevro device. The patient was told that the nevro device would have a stronger output, and would never be bothersome when they moved in different positions. Therefore, the patient was implanted with the nevro device. No further complications were reported or anticipated. The patient was implanted for non-malignant pain.